Event description:
User facility reported to the manufacturer that a pt received second degree burns to the elbow and exila area of right arm during a long MRI scan. The user facility reported that the pt was under anesthesia at the time of the event. The user facility reported to the manufacturer that the ECG cable being used at the time of the event was coiled inside of the MRI bore. The user facility stated that the coiling of the ECG cable was the cause of the burn. The pt was treated with silvadene cream and released from the user facility.